Event description:
It was initially reported that during the review of the patient's programming history that the patient was shown to have had his device disabled due to unknown reasons. Information available at this time does not indicate if the events was intentional or as a result of an interrupted system diagnostic test that would have occurred after the appointment on (B)(6) 2006 and before (B)(6) 2005. The patient's settings were corrected at the latter appointment.